Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Data log information was sent to the manufacturer for review from the circulatory support specialist at the hospital due to alarms recorded in the event log. The data log information contained a low voltage hazard event due to the patient's battery power being too low, indicating a need to change power sources to charged batteries or the power module patient cable. There was also an event of total loss of power to the system controller while on the patient cable, causing the internal clock to reset to zero, with an uncertainty of how long the pump was stopped. The patient was not symptomatic at the time of the event.

Manufacturer narrative:
A specific cause for the confirmed time stamp reset could not be determined through this evaluation as the device was not returned for evaluation and remains in use; however, time stamp resets occur when power is removed from the system controller and is then subsequently restored. The events following this reset indicate that the lvad ramped back up to its speed without issue. The heartmate ii lvas instructions for use warns that disconnecting the system controller from power will result in a pump stoppage. Additionally, the IFU contains information regarding all alarm conditions. These documents also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of their equipment. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.